Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a hyperglycemic event. The patient stated that very shortly before the event, they started to use a tandem t-slim pump and were given ¿only some hours¿ of training. On the day of the event, the patient went to the emergency room because of extreme high blood sugar, and was kept for a total of 7 hours. During this time the patient received treatment, but no specific treatment was reported. The patient did not report a specific cgm malfunction that would have occurred at the time of the event but stated that the dexcom sensor and the tandem pump "would have not been talking to each other", and that he was also never properly showed how to use it. The patient sent the pump back after the hospital visit and received a new pump. After inserting the new pump, the patient experienced a hyperglycemia event a few days later. There was no report of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.